Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were noted.

Event description:
It was reported that the patient expired. The cause of death was cardiogenic shock due to cardiomyopathy.